Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and passed. The problem is confirmed because the share log displays a connection loss gap within the investigation window.the root cause was determined to be a defective transmitter.